Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated. Upon receipt, the lead under complaint was found cut 42.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 11.5 cm proximal to the lead tip that the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis revealed a deformed rv shock coil and additional cuts into the insulation 26.5 cm proximal to the lead tip, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Representative reported oversensing on the rv lead. During testing, it appears that the rv channel may be oversensing atrial events. Postural testing did not produce any noise on the lead and lead position was confirmed via chest x-ray. Lead is currently implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.